Manufacturer narrative:
(B)(4). Method: the head harnesses connectors of the subject iw980 infant warmer were not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information and photograph provided by the customer, similar previous investigations, and our knowledge of the product. Results: visual inspection of the photograph revealed that the upper head harness connector was very discolored. Additionally, the photograph revealed that the baffle insulation was heat damaged. Conclusion: the upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloration was most likely due to poor electrical contact caused by the degradation of the harness connectors. This degradation is likely a result of swivelling of the warmer head. The subject infant warmer is over 9 years old and a reasonable level of wear and tear is expected. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). The entire harness is enclosed in a ul v-0 rated fire retardant enclosure. Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming.

Event description:
A medical center in (B)(6) reported that the head harness connectors of an iw980 baby control wall mount infant warmer were discolored. This was observed before use on a patient.